Event description:
"The flow rate does not reach the minimum 4 lpm required for effective medication aerosolization."

Manufacturer narrative:
It was reported that "the flow rate does not reach the minimum 4 lpm required for effective medication aerosolization". It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.